Manufacturer narrative:
(B)(4). Device was not returned.

Manufacturer narrative:
(B)(4). Please provide patient's sex: the patient is a woman.

Event description:
It was reported that during a colorectal anastomosis procedure, the surgeon performed a colorectal anastomosis using two staplers: linear stapler and a competitor's circular stapler. The surgeon noticed air leaks performing pneumatic test. As a consequence, the surgeon did an ileostomy for protection. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.